Manufacturer narrative:
If additional information should become available, a supplemental medwatch report will be submitted.

Event description:
Ulthera, inc. Became aware of a patient complaint on 8/01/2017 of a blog posting created on 7/14/2017. The patient alleges that they received a cellfina treatment (device serial number not provided) on (B)(6) 2017. In subsequent comments to her blog posting, the patient states that she experienced pain and bruising for which she sought subsequent treatment to have seroma/hematomas drained. The patient also states that she was prescribed an antibiotic.

Manufacturer narrative:
An evaluation of product was not performed because information to confirm device lot/serial numbers used was not provided by the treating office despite five documented attempts on 8/4/2017 (one phone call, one e-mail), 8/9/2017 (one phone call, one e-mail), and 8/23/2017 (an in-person visit by merz employee). A malfunction of the device was unable to be confirmed. It cannot be confirmed whether the device caused or contributed to the event.